Event description:
It was reported that during impaction of then talar implant, the talar implant inserter broke. No parts or pieces fell into the patients wound site. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Device is returning.

Manufacturer narrative:
Pending evaluation.

Manufacturer narrative:
The broken talar impactor cover reported was likely the result of additional stresses on the retaining tabs during impaction due to minimal joint space in a mobile bearing, which led to crack initiation, propagation, and ultimate fracture of the device.